Event description:
It has been reported to philips that the user is not able to use the 12-lead function as required and needs to result to alternative methods for understanding the patient's vitals. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.